Event description:
The customer reported the alarm sounds intermittently and noticed the alarm has the sensor port loose. The customer did not know the date when this was discovered but did report that there was no pt incident or injury that occurred.

Manufacturer narrative:
Evaluation codes: results: (other) - evaluation of the returned product confirmed the reported issue of intermittent alarm. When set to voice or voice and tone there is a clicking noise sound for a couple of seconds then the unit power off on its own. The unit does not power back on at all. The sensor port is not loose when the sensor is plugged into it. The battery springs are bent inside the battery compartment. Note: the instructions for use state: hold alarm vertically upside down to prevent spring from bending during battery installation. Take care not to damage battery contacts. Flip battery door down. Push down gently on batteries and slide battery door closed until it clicks shut. Always test alarm and nurse call function prior to leaving the pt unattended. Activate the alarm (remove pressure from sensor, unfasten chair belt sensor, activate pir sensor or remove magnet from face plate) and make sure the nurse call light for the proper bed and room activate in the hall and at the nurse's station. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, the pir sensor is activated, or magnetic is removed from the face plate. (B)(4).